Event description:
It was reported that during an unknown procedure, the device was not working properly. Another device was used to complete the procedure. There was no patient consequence. No additional information was available at the time of the call.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: can you please provide more details regarding what happened with the device? It quit working. What type of procedure was the device used in? Vascular. Did the device fire any clips? If yes, were the clips formed properly? No. Which firing of the device did this event occur on? Second time. What vessel or structure was the device fired on at the time of the event? Vessel. Was the clip fully advanced into the jaws prior to firing? Yes the analysis results found that the mcs20 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the 11 remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.